Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result was 4.8 inr on 6/19/2006 and 5.6 inr on 6/22/2006 for one patient. The device results reported for a second patient were 5.3 inr on 7/11/2006 and 6.0 inr on 7/27/2006. The corresponding lab results reported were 2.9 inr on 6/19/2006, 3.6 inr on 6/22/2006, 3.6 inr on 7/11/2006 and 4.7 inr on 7/27/2006. No treatment was given to the patients. The device was replaced and requested to be returned for evaluation.

Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result was 4.8 inr on 6/19/2006 and 5.6 inr on 6/22/2006 for one patient. The device results reported for a second patient were 5.3 inr on 7/11/2006 and 6.0 inr on 7/27/2006. The corresponding lab results reported were 2.9 inr on 6/19/2006, 3.6 inr on 6/22/2006, 3.6 inr on 7/11/2006 and 4.7 inr on 7/27/2006. No treatment was given to the patients. The device was replaced and requested to be returned for evaluation.